Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported he offset taperloc stem impactor broke during femoral stem impaction. No additional information available on the reported event.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One tloc 133 offset inserter assy item# 51-222224 lot# 064417 was returned and evaluated. Upon visual inspection the tip of the inserter had fractured. The pommel of the device shows scuffing and impact marks. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.